Event description:
It was reported by the customer reported that a pyxis medstation es system drawer failed to unlock during a post-partum hemorrhage in the operating room. The customer stated that this procedure required methergine that was unable to be obtained from this station. However, the customer stated that they were able to acquire the medication from alternative location. There was no patient harm reported based on this incident.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. Corrections and or additional information has been added to the following sections: a1, b1, b3, d1, d4, d5, g2, g6, h1, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-jun-2021 to 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the failed drawers and locks were due to defective latch assembly. The field service engineer replaced the latch assembly and verified functionality through hta and had rx tech recover srm and added carbon grease to its contacts. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
It was reported by the customer reported that a pyxis medstation es system drawer failed to unlock during a post-partum hemorrhage in the operating room. The customer stated that this procedure required methergine that was unable to be obtained from this station. However, the customer stated that they were able to acquire the medication from alternative location. There were no adverse events or injuries reported based on this incident. Upon investigation of the actual device used in this incident, it was determined to have a faulty/misaligned latch assembly causing the device to not release. The fse replaced the component and applied carbon grease. The system was functional as intended.

Event description:
It was reported by the customer reported that a pyxis medstation es system drawer failed to unlock during a post-partum hemorrhage in the operating room. The customer stated that this procedure required methergine that was unable to be obtained from this station. However, the customer stated that they were able to acquire the medication from alternative location. There were no adverse events or injuries reported based on this incident.